Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The problem was not observed again, the monitor froze once. The device remains at the customer site.

Event description:
The customer reported that the monitor froze up once. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.